Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, a noted tear in the outer member and the leak is what likely was perceived as the rupture by the account. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing the device appears to be related to operational context; however, a conclusive cause for the reported balloon rupture or noted outer member tear and leak could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 2.0x15 mm mini trek balloon dilatation catheter was advanced with some resistance noted with calcium. The balloon was inflated once but a rupture was noted during inflation at nominal pressure. A non-abbott balloon was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.